Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reinstalled the 0-degree endoscope plus to clear the issue. Technical support engineer (tse) advised that to avoid this, the customer needs to remove the endoscope from arm, rotate endoscope base until the correct orientation, press the clutch button on the arm that was holding the endoscope (to cancel guided scope change), and reinstall the endoscope onto the arm. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to an improperly seated endoscope.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the endoscope orientation issue occurred, causing the image to flip twice. Before contacting technical support, the endoscope was reinstalled and the issue was resolved. System logs were reviewed, but no errors or failures associated with this behavior were found. The troubleshooting process included advising steps for correcting orientation and preventing recurrence. The procedure was completing as planned with no reported injury.